Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplant surgery due to inflation issues. There were no clinical consequences to the patient.

Manufacturer narrative:
Correction to fields: d4. Model number, lot number, catalog number and d7. Explant date.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplant surgery due to inflation issues. There were no clinical consequences to the patient.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically inspected, revealing both cylinders had the outer inhibizone (iz) silicone layer detached from the proximal end of the cylinder body. The first cylinder fabric thread was detached on the proximal end of the body, where bulging was also identified. Under the microscope the kink resistant tubing (krt) was found to be worn down; however, no leaks were present. The second cylinder had a tight crease result of the outer cylinder being damaged from bulging at the proximal end. The krt was also worn down to the filament, with no leaks identified. Due to the bulging, pressure tests were not performed. The pump was visually and microscopically examined, in which no misalignment was found. During the microscopical observation, the krt was found to be worn down; however, no leaks were present. The pump was functionally tested. The component did not pass the 8 lb. Activation test; therefore requiring more than 8 lbs to activate. Based on the information available and analysis results, the device requiring more than 8 lbs to activate could have caused or contributed to the reported clinical observation of inflation issues. Therefore, product analysis was able to confirm the reported events.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplant surgery due to inflation issues. There were no clinical consequences to the patient.